Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic sigmoid procedure, the stapler fired and cut but didn't staple per the staff. Another device was opened to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # n55g01. Additional information was requested and the following was obtained: the surgeon stated that they did not open a 2nd device to complete the procedure; the anastomosis had already been cut too low to use a 2nd device. The surgeon hand-sewed to complete the procedure. The surgeon stated that he would have preferred to use a 2nd device, but it was not possible. The patient is not currently in the hospital and there have been no complications, but the surgeon is following up with the patient more frequently because he had to complete the procedure by suturing. The analysis results found that the cdh29a device arrived and with the anvil missing. The breakaway washer was not present and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no protocols or ncr related to the complaint were found during the manufacturing process.